Event description:
It was reported the device was used during a gastroesophageal anastomosis. It was reported the surgeon stated upon approximating or firing of the cdh stapler, the purse string suture broke. The tissue donuts appeared to be complete, but than. It was reported the pt returned to surgery later due to a leak in the anastomosis. 10/15/97 the surgeon, performed an esophagogastrectomy using the cdh for the anastomosis. In the post operative period, the pt developed a leak and on re-exploration there was found to be a disruption of the posterior portion of the staple line. Resection of the stomach anastomosis was carried out. The staples maybe available for co's eval, however, the instrumentation is not available. The pt subsequently expired. The surgeon raised the issues as to whether the instrument could have been tightened too severely causing slippage of the bowel within the anvil causing this problem. Co does not believe this was the cause for what had occurred. At the time of surgery there were two good donuts. On a subsequent case, the proximal esophagus has slipped off of the anvil during the closure of the instrument and dr thought that it was too tight, instrument was replaced, closed and fired normally.